Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient has been treated multiple times for a mid-shaft tibia fracture, resulting in a occluded intramedullary (im) canal. The patient developed osteomyelitis, and the surgeon decided to use reamer irrigation aspirator (ria) to help open the occluded im canal. After successfully reaming, the connection between end of the tube assembly broke while removing the ria shaft. The end of the tube assembly and reamer head remained on the ball tip guide wire, which was removed without issue. The procedure was successfully completed with no patient injury. This is report 2 of 3 for (B)(4).